Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) for the reported event of clip would not release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-10818 addresses the first resolution clip device, while manufacturer report # 3005099803-2013-10819 addresses the second resolution clip device. It was reported to boston scientific corporation on (B)(6) 2013 that resolution clip devices were used during a flexible sigmoidoscopy procedure performed on (B)(6) 2013. The clips were being placed for closure of a "large divot" after removal of a large pedunculated polyp in the sigmoid colon near the rectum. According to the complainant, during the procedure, the first two clips were placed without incident. A third clip was deployed onto the site; however, the clip could not be released from the catheter. The clip was pulled off of the tissue and removed from within the patient still attached to the delivery catheter. A fourth clip also deployed onto the site and would not release from the catheter. When the nurse pulled back on the slider, the wire inside the handle broke. The clip was pulled off of the tissue and removed from the patient still attached to the delivery catheter. No damage was noted to the tissue after either clip was pulled off. The procedure was completed with two additional resolution clip devices. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
A visual examination was performed on the returned resolution clip device. It was noticed that the control wire had detached from the cross pin. It was also noticed that the set screw that holds the control wire in place was not fully seated. Product analysis confirms the reported complaint event. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-10818 addresses the first resolution clip device, while manufacturer report # 3005099803-2013-10819 addresses the second resolution clip device. It was reported to boston scientific corporation on (B)(4) 2013 that resolution clip devices were used during a flexible sigmoidoscopy procedure performed on (B)(6) 2013. The clips were being placed for closure of a "large divot" after removal of a large pedunculated polyp in the sigmoid colon near the rectum. According to the complainant, during the procedure, the first two clips were placed without incident. A third clip was deployed onto the site; however, the clip could not be released from the catheter. The clip was pulled off of the tissue and removed from within the patient still attached to the delivery catheter. A fourth clip also deployed onto the site and would not release from the catheter. When the nurse pulled back on the slider, the wire inside the handle broke. The clip was pulled off of the tissue and removed from the patient still attached to the delivery catheter. No damage was noted to the tissue after either clip was pulled off. The procedure was completed with two additional resolution clip devices. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as stable.